Event description:
Pt called back stating this is the 3rd time he is calling about the same thing. Pt states it is taking a long time to charge the ins and sometimes the controller just turns off. Agent sent request to repair to replace the rtm.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for a couple of weeks ago the controller will not turn on or charge the implant and caller mentioned that sometimes it'll work sometimes not. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on and seeing memory problem. Agent walked the caller setting the date and time. Caller inserted the batteries pack and seeing install medtronic battery message. But caller try charging their implant but got a low battery message for the controller. Caller charge the controller using ac power supply and confirmed flashing green flashing light above screen;. Agent reviewed charging duration and advised to contact us back once charging is done to assist them recharging the implant. Call got disconnected twice agent had to call back. Pt mentioned his back is hurting and states having issues and seeing software problem. Agent reviewed to reset and after reset confirmed ins 50% and the controller is now at 30%. Agent had a hard time following issue. Agent reviewed how to turn on stimulation and pt was able to do so to help with back pain. Pt mentioned he charged controller yesterday and now the controller is low, agent reviewed and advised to reset and charge controller to 100% and attempt a ins charge next. Pt will charge controller to 100% and call back for help charging ins today. Pt stated lately the ins seems to drain faster, agent reviewed could be because of the settings. Agent directed pt to call back.